Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the report of outflow graft obstruction could not be confirmed through this evaluation as no product was returned and no discernible obstruction could be visualized via the submitted images. A specific cause for the obstruction, as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The submitted controller event log file) contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured low flow controller fault flags on (B)(6) 2020 and (B)(6) 2020, associated with calculated flow briefly dropping as low as 2.4 lpm. Both of these faults did not persist for at least 10 seconds to trigger low flow hazard alarms. Otherwise, calculated flow ranged from 2.5-3.9 lpm throughout the log file and no clear trend was observed. No other atypical alarms or events were captured in the submitted log files. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. The account reported that the patient had called the hospital with complaints of not feeling well and that he had noticed a decrease in flow over the past few weeks; although there were no alarms associated with this event. The patient was admitted on (B)(6) 2020 and a CT reportedly showed an obstruction in the outflow graft proximal to the pump outflow. The patient underwent exploration surgery on (B)(6) 2020. During the surgery, no outflow graft twist was observed. The surgeon reportedly removed some ¿jelly¿ particles from between the graft and the bend relief; however, there was no improvement in pump flow. The surgeon then cut the outflow graft approximately 2 cm from the aortic anastomosis and observed an intimal hyperplasia which nearly totally occluded the graft. The hyperplasia had reportedly grown from the aorta into the graft. The surgeon removed the old anastomosis and hyperplasia and sutured a new outflow graft to the aorta. After weaning the patient from bypass, average flow had increased to approximately 4.0 lpm and the left ventricle was unloaded properly. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: s hanke, j., md, dogan, g., md, ruhparwar, a., md, & d schmitto, j., md, phd, mba. (2024). Ten-year report on the first patient with heartmate 3 left ventricular assist device. Heart and lung transplantation. Https://doi.org/10.1016/j.healun.2024.11.035. From the department of cardiac-, thoracic-, transplantation and vascular surgery, hannover medical school, hannover, germany. No further information was provided. The manufacturer is closing the file on this event

Event description:
They also presented with clinical worsening, and dyspnea at rest. The clinic performed a computed tomography angiography (cta) scan and noticed an obstruction in the outflow graft proximal to the outflow elbow of the heartmate 3 device. This revealed late outflow-graft-compression syndrome and a hyperendothelialization of the outflow-graft anastomosis. The patient was also noted to have aortic insufficiency, in addition to the pump obstruction. Fibrinogen debridement inside the bend relief was released via anterolateral thoracotomy, and the obstruction by intima hypertrophy of the outflow-graft-anastomosis was removed. Ventricular assist device (vad) parameters returned to average values, and the patient was discharged without further adverse events. The patient was started on levosimendan infusion and rotations per minute (rpm) were continuously increased from 5.400 to 6.000, attributed to a developing aortic insufficiency without the current need for intervention. No technical malfunctions, stroke, pump thrombosis, or bleeding complications were observed. Throughout the last 10 years, the anticoagulation strategy was international normalized ratio of 2.0 to 2.5 and 100 mg of aspirin daily. The patient refrains from being listed for cardiac transplantation due to their excellent quality of life.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital and stated they were not feeling well and noticed a decrease in flow over the last week. The patient was admitted to the hospital on (B)(6) 2020 and a log file was sent in for investigation. The clinic performed an angio CT scan and noticed an obstruction in the outflow graft proximal to the outflow elbow of the heartmate 3 device. The clinic started levosimendan infusion and increased the pump speed from 5800 to 6000. Additional information was received on 13jul2020 stating that the patient had a re-exploration on (B)(6) 2020 to check the outflow graft for suspected twist. During the operation a left thoracotomy was performed to get access to the proximal end of the outflow graft (close to the outflow graft connector). The bend relief was removed and no twist was observed. The surgeon removed some "jelly" particles which were found between the graft and the bend relief, but this did not show any positive response to the pump flow which remains around 3l/min at 6000rpm. A decision was made to put the patient on cardiopulmonary bypass and make an incision of the outflow graft anastomosis (aorta). An upper hemisternotomy was performed to get access to the ascending aorta and the aorta was partially clamped. The lvad was stopped at the moment the patient went on cardiopulmobary bypass and the outflow graft was clamped. The surgeon cut the ouflow graft around 2cm from the aortic anastomosis and observed an intimal hyperplasia which nearly totally occluded this portion. The surgeon removed the old anastomosis and the intimal hyperplasia and sutured a new outflow graft to the aorta. An end to end anastomosis to the old graft was done around 5cm proximal of the aorta. The patient also received a new bend relief. After weaning the patient from bypass the avarage flow was back >4l/min and the lv was unloaded properly.